Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test due to faulty force sensor resistor. The rewind, basic occlusion, occlusion, prime, excessive no delivery could not be performed or the prime/fill anomaly verified due to the error alarm. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.